Manufacturer narrative:
Investigation pending return of device.

Event description:
During the ercp they decided to place a clso stent with fs-oa-10. The patient started to bleed at the papilla. They took out the fs-oa-10 with the clso together and they saw that there was a small metallic part coming out of the fs-oa-10. The replaced this with a new introducer, fs-oa-10. The patient required additional procedures (hemostasis of the papilla) due to this occurrence.

Manufacturer narrative:
The 1 x fs-oa-10 of unknown lot # has not being returned to cook (B)(4). The customers' complaint was confirmed to date on customer testimony a possible cause of the wire stylet perforation could be that the device may have been damaged during its introduction into the endoscope. However, it is not possible to conclusively determine the root cause of this complaint as we are unable to replicate the conditions of use in the laboratory until the device is returned for evaluation. It may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿ there is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. A review of the manufacturing records for the fusion oasis-one action device of unknown lot # could not be completed as the lot number was not provided. Prior to distribution, all fs-oa-10 devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). The root cause of this complaint is inconclusive. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the conclusion of the investigation into this event. Initial description provided as follows: during the ercp they decided to place a clso stent with fs-oa-10. The patient started to bleed at the papilla. They took out the fs-oa-10 with the clso together and they saw that there was a small metallic part coming out of the fs-oa-10. The replaced this with a new introducer, fs-oa-10. The patient required additional procedures (hemostasis of the papilla) due to this occurrence.